Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer had mentioned that he saw rewind complete and went to insert reservoir in insulin pump and that is when the insulin squirted out of the end. The customer was assisted with rewinding/priming insulin pump again the insulin did not squirt. The customer was advised to ran displacement test on the insulin and it passed the test. The customer was advised to monitor insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.